Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red pixel displayed on the touchscreen. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted.